Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, loss of sensing and high capture threshold were observed. Lead was found dislodged. Patient was asymptomatic. The lead was explanted and replaced. Patient was in stable condition.